Event description:
A shaver left shavings in the wound of a pt.

Manufacturer narrative:
The shaver was being used during a knee arthroscopy. The shavings were irrigated out of the wound. The procedure was extended to allow for the irrigation. No pt harm was reported.